Manufacturer narrative:
The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "major surgical risks associated with anesthetic including, brain damage, pneumonia, blood clots, heart attack, and death." Number 20 states, "persistent pain." This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2016-00445 / 00446).

Event description:
Information was received based on review of a journal article titled, "multi-center study of 825 phase iii oxford medial compartmental arthroplasty knees: an average ten-year survival analysis in the united states." Which aimed to examine the first long-term survivorship with a large patient sample size study in the united states looking at various aspects of the phase iii oxford design while also addressing recent advancements that can help aid the uka process and improve partial knee survivorship. A patient was identified that underwent a right partial knee arthroplasty. Patient follow-up results provided at nine years post-implantation indicates evidence of pain. The patient expired on an unknown date due to unknown reasons.